Event description:
Report received of an over-delivery of pepcid. The pump was programmed to deliver normal saline on the primary line at 75ml/hour. This line infused without reported problem. The secondary line was programmed to deliver 40mg of pepcid in 250ml of d5w over 24 hours. The infusion was reporteldy started at 0200 on the event date, and was found empty at 1600 on the event date (10 hours early). There was no reported adverse event with the pt and no medical interventions were required. The pump was removed from clinical service. Though requested, there was no further info available.